Event description:
It was reported that the catheter was placed in the patient for continuous irrigation as the patient underwent transurethral resection of a bladder tumor. The following day there was no urine flow, and the patient allegedly experienced abdominal swelling. There were three attempts at aspirating urine through the drainage lumen. The first two attempts were successful. However, at the 3rd attempt the physician attempted bladder irrigation, but the irrigation fluid would not aspirate. The original catheter was replaced, cut, and examined for occlusion, but nothing was found.additional information received from the sales rep on 03-mar-2019, that the urine was colored slightly red and there was no resistance during the bladder irrigation.

Manufacturer narrative:
The reported issue was inconclusive. The device was returned for evaluation. Visual inspection observed a cut at the distal part of the catheter. Therefore, no further observation had been carried out as the catheter was in poor condition. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿2. Precaution for use (8) when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. (9) when irrigation, open the cap of irrigation funnel and attached irrigation line or tube under aseptic technique. After use, close the cap. [Precaution] 1. Precaution for use (exercise caution when using the device in the following patients) (1) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was placed in the patient for continuous irrigation as the patient underwent transurethral resection of a bladder tumor. The following day there was no urine flow, and the patient allegedly experienced abdominal swelling. There were three attempts at aspirating urine through the drainage lumen. The first two attempts were successful. However, at the 3rd attempt the physician attempted bladder irrigation, but the irrigation fluid would not aspirate. The original catheter was replaced, cut, and examined for occlusion, but nothing was found. Additional information received from the sales rep on 03-mar-2019, that the urine was colored slightly red and there was no resistance during the bladder irrigation.